Event description:
Customer reported a past high blood glucose event. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer took corrective action by administering a correction bolus through the pump, and technical support recommended consulting with a healthcare professional to investigate potential causes, which the customer acknowledged before the case was closed.